Event description:
It was reported to lifecell that during a ventral hernia repair, the suture pulled through intra-operatively with no injury. Another like device was used to complete the procedure without further incident.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots. Results: review of the device history records revealed no deviations associated with the nature of this complaint. The products met acceptance criteria for qc release including the results of mechanical testing. There were no deviations or nonconformities related to the event. To date, no other complaints have been reported to lifecell against lot s11028. (B)(4). Conclusion: internal investigation into the processing history of the lots revealed the devices met qc release criteria including mechanical testing. Conclusion: based on internal investigation, lot s11028 meets qc release criteria, including mechanical testing.